Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 420 mg/day via an implanted pump for intractable spasticity. The pump logs last examined at (B)(6) 2016 (last change (B)(6) 2015) indicated a motor stall occurred on (B)(6) 2016 at 15:25 and recovered on the same day at 15:45. Further information was not provided.

Event description:
Additional information received from a healthcare provider on 30-jan-2017 indicated the pump was delivering lioresal. Per programming printout from (B)(6) 2016, patient had experienced a motor stall when they had an MRI at another facility on (B)(6) 2016. No actions or interventions were taken. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
(B)(4) no long appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a MRI on 2015-mar-24 resulting in the motor stalls. No symptoms were reported at refill visit on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.